Event description:
An electromechanical ambulatory infusion pump under-delivered 5-fu during chemotherapy treatment. The pump was programmed to deliver 105ml in 4 days and only delivered 20ml. There were no patient complications or injury reported.